Event description:
The reporter stated the surgeon inserted an aq5010v silicone three piece lens and the lens became hung up in the cartridge and tore. There was patient contact and the back-up lens was used. Additional information was requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - lens (iol), torn , split, cracked, lens, stuck in cartridge. Evaluation results: visual inspection of the returned product found the lens stuck in the cartridge. The cartridge tip was damaged. The injector was returned and there was no visible damage. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens tears, were addressed in a CAPA opened in (B)(6) 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).